Manufacturer narrative:
The patient's age was reported as in the 60's. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 210h set, the patient experienced a blood pressure drop. The event occurred 40 minutes into treatment. The cause of the blood pressure drop was unknown. Replacement volume was set to 24l and uf volume to 1.1l. It was reported this was the third time the polyflux set was used for the patient. The same parameter (prescription) as previous treatments (with other dialyzer) was used for this treatment. It was reported the blood pressure was 139mmhg before treatment and dropped to 70mmhg 40 minutes after starting treatment. The uf was stopped ¿for about 10 minutes¿ and subsequently therapy was continued with the same dialyzer. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, the patient outcome was not reported. Should additional relevant information become available, a supplemental report will be submitted.